Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that the circuit breaker was tripped. The circuit breaker was reset and the system 1 functioned on ac power. The battery had 39 minutes of reserve registered. Technical support recommended to plug the system 1 in the let it fully recharge. The user decided to swap the system 1 out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.